Manufacturer narrative:
The reported regurgitation could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally under nominal conditions, despite indentations noted in the free edge of the leaflet commissures at the end of all three stent posts. Images from the field of the procedure and echo were consistent with the reported insufficiency the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case there is no evidence of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction. The observed damage to the leaflet tissue does not appear to be significant enough to explain the observed intra-operative valvular dysfunction since the hydrodynamic functional testing performed on the returned valve showed proper leaflet coaptation and hemodynamic performance of all three leaflets. There was evidence on the tee of a pvl associated with the non-coronary cusp that may explain some of the observed intra-operative valve dysfunction. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed except for a pvl, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.

Manufacturer narrative:
The reported regurgitation could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally under nominal conditions, despite indentations noted in the free edge of the leaflet commissures at the end of all three stent posts. Images from the field of the procedure and echo were consistent with the reported insufficiency the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. Outside forces causing an elastic deformation, or temporary distortion, of the valve stent ring or posts, or entrapment of a leaflet by a suture are known potential causes of valvular insufficiency. Please note, per the instructions for use (B)(4) rev. A warnings section, "valve size selection is based on the size of the recipient annulus and the anatomy of the sinotubular junction. Implantation of an 2inappropriately large valve may result in stent deformation, valvular incompetence, and/or damage to the surrounding tissues. Do not oversize the valve. If the native annulus measurement falls between two valve sizes, use the smaller valve size." "Nonstructural dysfunction (entrapment by pannus or suture, inappropriate sizing or positioning, or other)" is listed as a potential adverse event. In this event, based on the photos received and the subsequent implantation of a larger, 23mm valve, the device does not appear to have been oversized. The cause of the reported regurgitation, and any possible causal or correlational relationship to the leaflet indentations, could not be definitively determined.

Event description:
On (B)(6) 2020, an avr was performed due to aortic stenosis caused by severe calcification on the annulus and after sizing with an abbott sizer, a 21 mm trifecta¿ gt valve was selected and implanted in the patient's aortic position. The holder was used to parachute the valve into the patient's annulus and the physician used non-everting interrupted mattress suture technique reinforced with pledgets. After the aortic cross-clamp was released, the echocardiogram confirmed significant aortic regurgitation(ar). The physician suspected that the leaflet was tangled with the suture when closing the aorta and he decided to re-clamp the aorta and confirm. The physician found no problem with the suturing and the aortic cross-clamp was released again. Aortic regurgitation and ventricular fibrillation(vf) occurred in the patient and defibrillation was applied to the patient to stop the ventricular fibrillation and the trifecta¿ gt valve was explanted and replaced. The physician doubted the issue was due to a size mismatch, but a larger sized 23mm inspiris resilia aortic valve (manufacturer: edwards lifesciences). Was implanted although it was quite tight in the annulus, just in case. The procedure required a longer time due to the redo-avr, the patient was barely weaned from artificial heart pump, and the surgery was completed. The patient recovered consciousness and is currently being treated in the ICU. It was noted that the explanted trifecta¿ gt valve had a larger gap between the top parts of the cusps and distortion was noted on the stent post.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an avr was performed due to aortic stenosis caused by severe calcification on the annulus and after sizing with an abbott sizer, a 21 mm trifecta¿ gt valve was selected and implanted in the patient's aortic position. The holder was used to parachute the valve into the patient's annulus and the physician used non-everting mattress suture technique using pledgets. After the aortic cross-clamp was released, the echocardiogram confirmed significant aortic regurgitation(ar). The physician suspected that the leaflet was tangled with the suture when closing the aorta and he decided to re-clamp the aorta and confirm. The physician found no problem with the suturing and the aortic cross-clamp was released again. Aortic regurgitation and ventricular fibrillation(vf) occurred in the patient and defibrillation was applied to the patient to stop the ventricular fibrillation and the trifecta¿ gt valve was explanted and replaced. The physician doubted the issue was due to a size mismatch, but a larger sized 23mm inspiris resilia aortic valve (manufacturer: edwards lifesciences). Was implanted although it was quite tight in the annulus, just in case. The procedure required a longer time due to the re-avr, the patient was barely weaned from artificial heart pump, and the surgery was completed. The patient recovered consciousness and is currently being treated in the ICU. It was noted that the explanted trifecta¿ gt valve had a larger gap between the top parts of the cusps and distortion was noted on the stent post.